Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker depleted prematurely. It was reported that the patient was seen on (B)(6) 2015 and the device was functioning as expected with approximately one year left of longevity. On (B)(6) 2015 the patient as evaluated for a non-related device issue and the device was found to be at end of life (eol) and pacing in the ventricles only at 50 paced beats per minute. A print out indicated that eol-vvi mode was entered on (B)(6) 2015 however, the electrogram from (B)(6) 2015 clearly proves that on that day the device was still pacing in both the atrium and ventricle. Subsequently, this patient underwent a revision procedure. The patient did experience dizziness, fatigue, anxiety and shortness of breath due to the change in pacing mode. There was no loss of consciousness reported.